Event description:
A us distributor reported a belt was receiving service codes.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2102) was confirmed. The belt was unable to complete incoming functional testing. The belt was experiencing therapy electrode falloff failures. The cause for failure was isolated to a defective trunk cable. The root cause for the service code 2102 was a defective trunk cable. No adverse event resulted from the damaged belt.